Event description:
Additional information received indicates that the patient was reprogrammed and was able to get their pain covered, but is still experiencing the jolts. The patient stated they are better with the reprogramming.

Manufacturer narrative:
A patient experiencing low impedance was reported to abbott. The patient was reprogrammed, and the pain is covered. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing loss of therapy as well as shocks in their pain area. It was noted that the shocks were triggered by patient movement. Low impedances were noted pending patient movement and position. Later, the patient started experiencing shocks across their back. Reprogramming was unable to resolve the issue. Fluctuating impedances were noted depending on the patient position. Further discussion with their physician is pending.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number:(B)(6)